Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to take the needle guard off of the cannula on (B)(6) 2024. The blood glucose level of the patient was 400 mg/dl. No further information was available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007039 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 for the code insertion without removing needle guard. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, was performed and 10/10 samples passed the test. Device history record (DHR) review: the lot 6007039 was manufactured according to the wi version 96 on the packing process in the line m10, on 09/may/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 19/may/2025 against malfunction code insertion without removing needle guard and lot 6007039 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: harm no reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.